Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the doctor stated that the acetabulum was being revised due to a dislocation.

Manufacturer narrative:
After the initial report it was determined that there as no complaint against this component. Please void the initial report.